Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('today is the day to have devil coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced depression ("depression") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (planned to essure removed). Essure was removed. At the time of the report, the depression and medical device removal outcome was unknown. The reporter considered depression and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('today is the day to have devil coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"). The patient was treated with surgery (plannned to essure removed). Essure was removed. At the time of the report, the medical device removal and depression outcome was unknown. The reporter considered depression and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.